Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. Upon revision, it was noted that the cuff was too big; therefore, the cuff was removed and replaced with a smaller one. The physician stated that the cuff was placed correctly the first time; however, it was apparently too loose. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).